Event description:
It was reported the customer experienced an elevated blood glucose (bg) level over 15 mmol/l; cause was due to occlusion alarm. Customer turned off pump and administered a manual injection to address bg level. Customer changed pump supplies to address the issue.